Event description:
Healthcare professional reported granuloma. Healthcare professional later reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: granuloma : unable to observe as it is a medical event that is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe as it is a medical event that is not related to the device. Visibility/palpability : unable to observe as it is a medical event that is not related to the device. No additional observations.

Event description:
Healthcare professional reported granuloma. Healthcare professional later reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued: h.6. F2203 . A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.